Event description:
The pump was returned for investigation. Investigation revealed that there was no audible sound to the pump. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed there was no audible sound to the pump. The pump case was opened; the piezo contacts were adjusted and the audible sound functioned properly after the contacts were adjusted. Unrelated to the complaint, the display screen was found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.